Event description:
The following was reported to hamilton medical ag: device showing loss of external power alarm and found 24v dc output is not coming. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).